Manufacturer narrative:
Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when withdrawing this embolectomy fogarty catheter, the balloon burst and the spring part from inside the catheter remained into the patient. The spring was loose and moved with the blood flow in the way the surgeon could remove it with forceps. No additional intervention was needed. It could not be confirmed if any piece of balloon remained in the patient. There was no allegation of patient injury but a delay in procedure while removing the spring.